Event description:
It was reported that an 840 ventilator had an oxygen sensor malfunction. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. The unit passed all testing and operates within the manufacturing specifications.